Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead exhibited loss of capture. Imaging performed on (B)(6) 2021 revealed rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.